Manufacturer narrative:
The device was returned intact and functional; no evidence of device failure.

Event description:
Patient diagnosed with late forming seroma and capsular contracture, baker grade 3. Left side device.